Event description:
It was reported that "during a hysteroscopic resection procedure, a single-use loop broke inside the patient's uterus. The fragment was successfully retrieved. No negative impact in state of health reported. New information received. According to the new information the procedure was extended by approximately 1 hour. The practitioner had to search for the broken loop fragment that detached and remained in the patient's uterus. This fragment was found and removed from the uterus. No negative impact in state of health reported. Due to the extension of the procedure

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. This product is not sold in the u.s but we do sell similar products marketed in the u.s, and so this event is reported out of abundance of caution. The event is filed under internal karl storz complaint ID: (B)(4).